Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Explant. Myopic outcome. Incision enlarged. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal toric intraocular lens (model zxt150, +20.0 diopter) was explanted in a secondary procedure due to patient experiencing poor uncorrected distance vision and myopic surprise. An incision enlargement was required. The patient is reported to be doing well post exchange. No further information was provided.